Manufacturer narrative:
The device was received and evaluated. Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 56 pulses. Although the needle mechanism was reset and no issues were found with the needle mechanism components, the reported event could not be determined. Scratches were found on the tube nut and cracks were found in the top housing. While the damages were found, it would not contribute to a failure of the pod's ability to deploy the needle mechanism and deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44894. Expiration date changed from unavailable to (B)(6) 2020. Model no changed from 14810 to 19191. Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Unique identifier (UDI) # changed from unavailable to (B)(4). Correction to h(4): device mfg date changed from unavailable to (B)(6) 2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle deployed late; indicating a needle mechanism failure. The pod was not worn and no adverse patient impact was reported.